Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance and a kink in the pusher wire. It was reported that the doctor was unsatisfied with the position of the coil, so it was withdrawn back into the progreat27 microcatheter to redeploy. However, a lot of resistance was felt. The doctor felt it was unsafe to deploy and removed the coil from the patient. Upon inspection, it was noticed a kink in the pusher wire. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a progreat27 microcatheter.